Event description:
On (B)(6) 2014, left subclavian port-a-cath was inserted. On (B)(6) 2014, the port-a-cath was removed in the physician office with documentation of no defect along the length or at the tip. On (B)(6) 2014, pet scan performed showing catheter in chest. Chest x-ray on (B)(6) 2014 confirmed presence of catheter. On (B)(6) 2014, ultrasound guidance for right common femoral venous access and endo vascular foreign body retrieval was performed. Approx 15cm catheter fragment was removed. Dates of use: (B)(6) 2014. Diagnosis or reason for use: cervical cancer - chemotherapy.